Event description:
Per dealer, the wheel locks on chair are allegedly floppy and sloppy. He would allegedly tighten them, but they would become loose again. No injury is alleged.

Manufacturer narrative:
RMA 859584282-l has been initiated for this issue. Model ta4 serial number/date code (B)(4) is approximately 2 years 10 months of age. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.